Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating condenser issue. There was reportedly no patient involvement. The rse evaluated the device remotely. The rse evaluated the device and informed the customer that this model is no longer supported, and the spare parts are no longer available. The device is end of life; the official letter has been communicated to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.